Manufacturer narrative:
The subject device was discarded by the user facility. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. H3 other text: device was discarded by user facility.

Event description:
It was reported that at the end of a procedure to remove a non-bone food bolus that had become lodged in a patient¿s esophagus, the disposable distal attachment used with the endoscope detached and fell into the patient¿s mouth. The attending nurse was able to successfully remove the distal attachment from the patient¿s mouth with her fingers. The food bolus was successfully removed with an approximate three-minute delay. There was no patient harm or injury reported due to the event. The device was discarded by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted that medical tape was not used for securing the device to the endoscope. This likely caused the subject device to fall off the endoscope and into the patient¿s body. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ olympus will continue to monitor field performance for this device.